Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An customer reported that the a2000 mayfield 2000 skull clamp had movement in the locked position. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review showed no abnormalities related to the reported failure. The device was manufactured in 2016. The 28 devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was unconfirmed. Device identifier # :(B)(4).

Event description:
N/a.